Event description:
Clinic notes dated (B)(6) 2012, were received on (B)(6) 2012. Notes from both dates indicated that this vns patient had a medical history of stroke, sleep apnea, atrial fibrillation, and heart failure. Attempts for additional information have been unsuccessful.

Event description:
The patient's atrial fibrillation and heart failure were previously determined to be not related to vns.attempts for additional information have been unsuccessful.

Manufacturer narrative:
.